Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for n on-malignant pain. It was reported the patient was having a shoulder MRI next week with contrast and inquired what their pump medicine was and MRI compatibility. The patient inquired if they had the correct ID card because either the pump or catheter was moved on 2024-04-15, but they were not sure which. The patient believed the doctor was able to weave the catheter through. Agent reviewed MRI compatibility and the patient was redirected to their healthcare provider to further discuss.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2022 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 11-feb-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.